Event description:
Additional information was provided on 09feb2026 and 13feb2026. A graft plan is available for review. Procedural notes are not collected. No additional procedures were performed during the index procedure to address the type 1b endoleak. After the index procedure, the customer indicated a secondary intervention was completed. There was no mention of the patient's vessels being tortuous.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation on (B)(6) 2026, the patient underwent the primary cmd index procedure under general anesthesia. No blood loss noted during procedure. The proximal seal zone was the native aorta. The celiac artery, sma, lra and rra were incorporated in repair. At the completion of the procedure all stent grafts and intended side branch stents were patent, a type 1b endoleak was noted at the right most distal component and no stent graft integrity issues were identified. All target side branch stents were intact. On 29jan2026 a follow-up CT was completed. The site noted a type 1b endoleak at the right most distal iliac component. On 05feb2026, 10 days post-procedure, a secondary intervention was completed to treat the type 1b endoleak. Two iliac leg grafts (left and right) were placed. The secondary intervention was deemed successful thie investigation captures a type 1b endoleak from the most distal right iliac component (zsle-24-56-zt). Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, computed tomography (CT) and angiography imaging were provided for expert image review. The review noted that, ¿an infrarenal aaa with inadequate proximal neck is treated with a cmd thoraco-abdominal-side-branch-lp graft, a distal bifurcated body, an ipsilateral zsle-24-56 on the right, and a contralateral zsle-24-74 on the left. Immediately following the repair, a type 1b endoleak is seen around the right zsle-24-56 leg. Coda balloon molding fails to improve this, and the endoleak is confirmed at 3 days on follow-up CT. There may also be a type 1b endoleak involving the left zsle-24-74 leg as contrast is also seen in the left cia around the leg graft following repair and on the follow-up CT. Alternatively, this could be antegrade filling from the right cia endoleak. Preoperative imaging shows prohibitive aortoiliac anatomy with severe tortuosity of the thoracoabdominal aorta as well as both common iliac arteries. There is also severe calcification of both iliac vessels. Because of this hostile anatomy, both zsle legs fail to achieve adequate graft wall apposition and distal seal. The index repair was performed almost 5 months after the preoperative CT study was done. On the postop imaging, there appears to be increased dilation of both the right and left common iliac arteries. The lack of adequate distal seal could also be due to disease progression and dilation of the iliac vessels in the interval between the preop CT and the actual repair.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement aneurysm rupture and death endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion. 8 patient counseling information physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death final angiogram 1.postion angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kins and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Evidence provided by the complaint facility, DHR, complaint history, image review and the dmr, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging provided, and the results of this investigation, it was concluded that patient anatomy and disease progression likely contributed to the reported event. The image reviewer noted, ¿preoperative imaging shows prohibitive aortoiliac anatomy with severe tortuosity of the thoracoabdominal aorta as well as both common iliac arteries. There is also severe calcification of both iliac vessels. Because of this hostile anatomy, both zsle legs fail to achieve adequate graft wall apposition and distal seal.¿ additionally, the reviewer observed, ¿the index repair was performed almost 5 months after the preoperative CT study was done. On the postop imaging, there appears to be increased dilation of both the right and left common iliac arteries. The lack of adequate distal seal could also be due to disease progression and dilation of the iliac vessels in the interval between the preop CT and the actual repair.¿ per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5. H6 - annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2026, it was reported that the patient underwent a secondary intervention on (B)(6) 2026 (10 days post-procedure) to treat the type 1b endoleak, in which two iliac grafts (left and right) were placed. The secondary intervention was deemed successful.

Event description:
It was reported that a type 1b endoleak occurred on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg. A pre-procedure clinical assessment was completed on (B)(6) 2026, three days prior to the procedure. The primary indication for the procedure was an aortic degenerative aneurysm, and abdominal aortic aneurysm (aaa) whose juxta renal neck measured less than 10mm. The patient's functional status was independent. The patient's ambulatory status was normal. The patient was hemodynamically stable. Pre-procedure computed tomography (CT) imaging with contrast was completed on (B)(6) 2025,268 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, celiac artery, superior mesenteric artery (sma), right renal artery, left renal artery were all included in the repair. They were all patent and no stenosis greater than 50% was present. Bilateral iliac arteries and internal iliac arteries were patent. The bilateral vertebral arteries were patent. The aortic valve was native. There was no bovine configuration. The maximum diameter of diseased aorta on center line was 69mm. The intended proximal landing zone was zone 5, mid descending aorta to celiac. The intended distal landing zone: zone 10, common iliac arteries, left and right. The elective procedure took place on (B)(6) 2026 under general anesthesia with percutaneous access via the right and left femoral arteries. The patient was prescribed rivaroxaban at the time of the procedure. The total contrast volume was 184ml. The contrast dose was 2.4ml/kg. The fluoroscopy time was 73 minutes. The total gray used was 3037mgy. The total dose area product was 227gy*cm2. Fusion was used during the procedure. The patient did not receive any red blood cells, fresh frozen plasma, cryoprecipitate, platelets, or cell saver during the procedure. The estimated blood loss was 0ml cardiac output reduction was not used. Co2 flushing was not used. No neuromonitoring was used during the procedure. The proximal seal zone was the native aorta procedural time (24 hour) the time the patient arrives in the room: 07:54. Time of first incision or arterial puncture: 06:20. Time of last access closure: 11:20. The time patient leaves room: 11:30. The duration of the procedure was 180 minutes. Side branch catheterization and placement of bridging stents was successful. Devices implanted during the procedure: celiac artery: competitor¿s 9mm x 27mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): competitor¿s 9mm x 37mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Left renal artery: competitor¿s 6mm x 58mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 7mm x 57mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 7mm x 39mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s 8mm x 40mm stent. The covered stent was not relined with a bare metal stent or extended distally with a bare metal stent. The artery was revascularized with a fenestrated branch device, side branch vascularization and placement of the bridging stent was successful. Stent patency was maintained with normal end artery perfusion. Main aortic custom-made device (cmd): william cook australia, rpn: thoraco-abdominal-side-branch-lp. The delivery and deployment of the main cmd device was successful. Distal aortic cmd: william cook australia, rpn: aaa-bifurcated-graft. The cmd was planned for the patient. The delivery and deployment of the cmd device was successful right iliac artery: cook incorporated, rpn: zsle-24-56-zt. The delivery and deployment of the device was successful. Left iliac artery: cook incorporated, rpn: zsle-24-74-zt. The delivery and deployment of the device was successful. A procedural angiogram was completed on (B)(6) 2026. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. A type 1b endoleak from the distal right component was present. The patient was extubated in the operating room. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2026 a post procedure an endovascular aortic repair procedure was completed to address a type 1b distal endoleak on the right zsle-24-56-zt, this resulted in prolonged hospitalization. Follow up CT imaging with contrast was completed on (B)(6) 2026, three days post-procedure. All stent grafts were patent. No stenosis greater than 50% was present. All intended side branch stents were intact. A persistent type 1b endoleak was present. The maximum diameter of the diseased aorta was 71 mm outer wall to outer wall. The patient spent one night in the ICU. The patient was discharged home on (B)(6) 2026, four days post-procedure. A one-month clinical assessment was completed on (B)(6) 2026, four days post-procedure. The patient was prescribed an anticoagulant. There was an indication that a secondary intervention had been performed to treat the endoleak. Thie complaint captures a type 1b endoleak from the most distal right iliac component (zsle-24-56-zt), in which a secondary intervention was required.

Manufacturer narrative:
E3: occupation: physician, professor of vascular surgery, principal investigator for (B)(4). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.